Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer performed the fill tubing process, or change out the cartridge and infusion set to clear the occlusion and resume insulin delivery. Customer's blood glucose level was 270 mg/dl. The reported issue was not occurring at the time of the report; therefore, troubleshooting was unable to be performed with tandem technical support.